Event description:
Indication for procedure: type b dissection. Adverse event(s) experienced: type 1b endoleak requiring distal extension. When did the adverse event occur? After 30 days. Patient outcome: resolved after surgery.

Manufacturer narrative:
Manufacturer ref# (B)(4). The journal article (benfor et al., 2022) was reported on 12oct2022 ((B)(4), your ref 3002808486-2022-00977). Further information received from the author identifies individual patients with serious adverse events. 9 additional complaints have been logged and will be reported to FDA. Article: a single-center experience with total percutaneous implantation of a low-profile thoracic aortic stent-graft. Benfor et al., 2022. Doi: 10.1177/15266028221079767. Similar to device under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: during a literature review cook became aware of the article ¿a single-center experience with total percutaneous implantation of a low-profile thoracic aortic stent-graft¿. This article is a retrospective cohort study of 56 patients receiving a zta device between january 2018 and january 2021. Procedures were done in a hybrid room under general or regional anesthesia as decided by the leading surgeon. The percutaneous access was achieved by ultrasound puncture of the common femoral artery, with placement of 2 suture based preclosure devices. When an additional upper access was deemed necessary, a surgical cutdown or percutaneous access of the left brachial or proximal cubital arteries was performed. Cardiac output reduction maneuvers to lower the blood pressure were required in most patients during stent-graft deployment. For patients requiring coverage of the left subclavian artery (lsa), the necessity to perform an arch debranching or a chimney was determined upon the preoperative imaging analysis. Additional information for the patients experiencing adverse events after the implantation was requested and provided. This complaint addresses patient number 10, who had a zta-p-30-109 implanted on (B)(6) 2018. The indication for the procedure was type b dissection. It was reported that the patient had arythmia, htn (hypertension), hld (hyperlipidemia), copd (chronic obstructive pulmonary disease ) pre-existing conditions. The patient experienced type 1b endoleak more than 30 days after the procedure. The adverse event led to additional surgery with distal extension. No images or planning and sizing information is provided, based on the reported information a cause for the type 1b endoleak could not be established. It is reported that there was a type 1b endoleak and the patient was treated for a dissection as there is no aneurysm reported and no information about whether the endoleak also was present between the zta and intima, it is unknown if it represents a true endoleak or false lumen entry flow. It is noted that the device is used for a patient with dissection which is outside of intended use, it is unknown whether this could have contributed to the endoleak. No evidence to suggest that the device was not manufactured according to specifications cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.